Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion sets insulin flow blocked alarm events on (B)(6) 2026 due to a bent cannula. The insertion site was the abdomen, and the infusion sets had been in use for one day. The patient's blood glucose level was 300 mg/dl, and treated with manual injection. No further information available.